Event description:
Reporter stated that a neonate's blood glucose was measured, on the performa system, with a result of 40 mg/dl. The neonate's blood glucose was reportedly retested, using a different hospital instrument, with a result of 59 mg/dl. No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the MFR for eval.

Manufacturer narrative:
The event occurred in another country.